Event description:
Pt was undergoing a procedure on this x-ray system. Pt was lying face down with arms above head and fingers over table edge. The x-ray table top moved toward the foot of the table. The pt's left hand became caught between the underside of the table top and the cover of the longitudinal motor drive compartment. Pt's left hand fingers were pinched with a middle finger laceration.